Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose of 49 mg/dl, and the caregiver administered 15 grams of carbohydrates via glucose tablets followed by an additional 15 grams via glucose gel after 15 minutes, after which blood glucose returned to range. Symptoms included low blood glucose. Outcomes included resolution of the low after oral carbohydrate treatment without hospitalization. Investigation included troubleshooting and education provided to the caregiver. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.